Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) emitted a screeching noise that sounded like a fax machine while the system was docked and without input. There were blue lights around the imaging system were continually flashing and there was a system booting please wait message displayed on the ias. Three spins were performed prior to the issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: (B)(6) rev. A ; product ID: bi71000861r, serial/lot #: (B)(6) rev. 5 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was not supplying 400v. Replaced power tray and power enclosure, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power tray and conversion board. No faults or failures were found when installed in a test system. The system functioned and booted normally. H6: b01, c19 and d14 apply to the concomitant products. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.